Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device turned on by itself. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The power had been in off status after a patient use but it turned on by itself and that the same phenomenon was observed again while he/she was performing a post-use check in the me room. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It was confirmed that the user interface assembly 2ndgen needs to be replaced to fix the issue. The repair was canceled upon the customer's request, and the unit was returned.